Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Xience pro is currently not commercially available in the u.s. However, it is similar to a device sold in the us. There was no reported device malfunction and the product was not returned. Intimal dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The 4.0 x 23 mm xience pro referenced is being filed under a separate medwatch report.

Event description:
It was reported the procedure was to treat a de novo lesion with mild tortuosity and mild calcification in the proximal left anterior descending artery. The lesion was pre-dilated with a trek balloon at 10 atmospheres (atm). A 4.0 x 23 mm xience pro was deployed proximally and a 4.0 x 15 mm xience pro distally overlapping at the target lesion. During post dilatation, a side edge dissection was noted at overlap. Another xience pro was used to cover the dissection. Timi iii flow was maintained at the end. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.